Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2024. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was baring down to have a bowel movement when they felt really hot and dizzy. They presented to the emergency room (ER) in ventricular fibrillation with a heart rate greater than 200. The patient was cardioverted in the ER and started on an amiodarone drip. The patient's implantable cardioverter defibrillator (ICD) was turned off 2 years ago due to inappropriate shocks. Log files were sent for review. The event log captured several low flows over the course of the two-day data capture. Low flow events were noted on 12nov2024 at 1556, 1559, 1603, and 1616. At times in the log file the estimated flow was right below the 2.5 liters per minute (lpm) threshold but was not sustained long enough to trigger the audible alarm. These occurred on 12nov2024 at 1633, 1721, and 1800 and on 13nov2024 at 1107. These lower flows were likely patient related as these were in the presence of elevated pulsatility index (pi) values.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.